Event description:
The event is reported as: "alleged issue: during a face lift procedure last week the staples did not catch. The staple came out of the applier but did not form and grasp the skin. They attempted to fire 6 staples and non performed." No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.